Manufacturer narrative:
The actual device was not available; however, a photograph of the sample and two (2) retained samples were evaluated. Visual inspection was performed on the photo sample which did not show the stopper pushed into the bottle; there was no evidence of a leak. The reported condition was not verified. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an evacuated container leaked immediately after an intravenous (IV) spike was inserted during the preparation of an ivig (intravenous immunoglobulin) infusion. The vial stopper of the evacuated bottle became loose and dislodged, resulting in leakage of ivig solution around the stopper area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.